Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the surgeon able to press the green button, however it did not activate and the device could not be fired. Another handle was used to resolve the issue. There was no patient injury.